Manufacturer narrative:
Alleged failure: we experienced a loss of image clarity/focus when switching between the standard white light image mode and the csi advanced imaging mode. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: defective electrical component failure on the digital board. This is an electrical component failure and it is difficult to predict the life time of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image and loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image and loss of image.